Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause of malfunction: strip issue note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-5 with symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. The customer is seeing the e5 as soon as the strip is inserted in the meter. -customer is dizzy but does not require any medical attention.